Event description:
It was reported that during device preparation prior to a procedure, the initial programming on the device did not save. The device was not used in the procedure and a replacement device was implanted. The patient was in stable condition.